Event description:
The pt reportedly experienced sound quality issues, followed by loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.